Event description:
It was reported the pt experienced difficulty using the increase button on the pt programmer and subsequently had difficulty adjusting stimulation. A replacement pt programmer resolved the issue. No pt complications were reported. The issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.